Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 258 mg/dl at the time of the call. The customer stated that the alarm occurred after they replaced the pump. The customer was assisted with clearing the alarm and inserting the battery back in the pump. The customer's pump works as designed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.